Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provide case imagery revealed one bent strut at the inflow of the valve. The sheath was observed to have curvature and the liner was torn. Review of the 3mensio report revealed tortuosity present in the right access vessel, which was the vessel used for the procedure. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on case imagery review. No manufacturing non-conformance were identified. Review of the DHR, lot history and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during a subclavian tavr procedure, resistance was encountered during the advancement of a 23mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. The valve and delivery system were pulled back into the loader and removed. Examination of the initial valve indicated a bent strut was present'. Additionally, it is noted that the patient right access vessel had tortuosity. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Presence of tortuosity can create a challenging pathway during the delivery system (with crimped valve) inserted through the sheath, and it could lead to high resistance and push force. So, if excessive force was applied to overcome the resistance, it can lead to bent strut. These patient and procedural factors, in conjunction with the exposed apices of the crimped sapien 3 ultra valve, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a subclavian tavr procedure, resistance was encountered during the advancement of a 23mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. The valve and delivery system were pulled back into the loader and removed. Examination of the initial valve indicated a bent strut was present. A new 23mm sapien 3 ultra valve and delivery system were prepared. The new valve was not able to advance through the sheath and also became stuck at the same location as the initial valve. The valve and delivery system were pulled back into the sheath and all devices were removed as a unit. An attempt was then made to use a non-edwards sheath; however, the sheath was not able to be advanced into the patient. The decision was made not to attempt a third sapien 3 ultra valve. A non-edwards valve with inline sheath was used for the procedure. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The devices were not available for evaluation; however, review of photographs of the initial valve confirmed a bent frame strut. Review of the photograph of the esheath indicated a torn liner.